Manufacturer narrative:
The pump was received with normal operating currents. There were no unexpected failed battery test alarms, weak battery alarm, or low battery alarm noted. There was no moisture damage on the electronics or motor noted. The pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's grandmother reported via phone call of issues with the customer's insulin pump. The grandmother state they are receiving failed battery alarms and weak battery alarms. The customer's blood glucose level at the time of incident was 48mg/dl. The customer's most current level was 186mg/dl. The customer states they felt fine and had not treated the lows. Troubleshoot was conducted. The grandmother states the customer is a child and may have spilled something on it. The customer was advised that the pump would be replaced and returned for analysis.